Manufacturer narrative:
Unit passed self test and displacement test. No the main arm cannot communicate with the motor arm or hal software error detected alarms noted during testing however, the formatted history file confirmed the main arm cannot communicate with the motor arm and hal software error detected alarm due to a software error. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had multiple pump error alarm during basal. No harm requiring medical intervention was reported. The customer was able to clear alarm and to rewind insulin pump. The device will be returned for analysis.